Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen is showing "off" and they are wondering if their cellphone is causing the issue. They stated for a couple of days, the patient's legs feels like they are being electrocuted with the implantable neurostimulator (ins) on and off. Last night, the patient was decreasing the settings and then noticed the programmer was flashing "off". They were instructed how to use the programmer to turn the ins back on. The patient reported no falls and states the only difference is that they got a new cellphone. They were not holding the cellphone over their implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.